Event description:
It was reported that pump experienced malfunction with code 12, and caller did not notice any events leading up to issue. There was no reported adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions to reset pump, and successfully cleared malfunction without recurrence, and customer was advised to continue using pump and to call back if problem returned.